Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant, it was reported that patient had pain at the implant site. Pocket revision and device replacement were performed to resolve the event. The patient was stable following the procedure.

Event description:
It was reported that migration of the device was observed prior to device replacement. The patient was stable and there were no adverse consequences.